Event description:
It was reported that the procedure was to treat the proximal to mid superficial femoral artery. The vessel diameter was 6.3 mm and atherectomy was not performed. Pre-dilatation was performed with a 6x40 mm non-abbott balloon for 120 seconds at 24 atmospheres twice. The 6.5x40 mm supera self expanding stent system (sess) was advanced to the lesion and deployed; however, the stent began to shorten and slip out of place from the target lesion during deployment. Some of the stent went into healthy tissue while some remained in the target lesion. The physician stated it was possible the stent moved during deployment. Next, a 6.5x80 mm supera sess was advanced and was deployed. However, the stent elongated when the delivery system was removed and some went into healthy tissue, while some remained in the target lesion. It was attempted to retrieve the stent using a non-abbott sheath but the delivery system was stuck completely and failed to remove all of the stent and delivery system. The tip of the supera is damaged. Surgery was performed to retrieve the delivery system, stent and the first implanted stent as well. Final patient outcome is good. No additional information was provided.

Manufacturer narrative:
The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is being filed under a separate medwatch report number.

Event description:
N/a.

Manufacturer narrative:
The device was returned for analysis. The reported break tip was able to be confirmed. The reported stretched stent and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the stent was not fully deployed before an attempt was made to remove the device resulting in the reported stretched stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported stretched stent cannot be determined. Interaction with the non-abbott sheath and/or manipulation of the device likely resulted in the reported difficult to remove, the noted tip break, the noted inner member separation and the noted stretched and kinked inner member. The treatment appears to be related to the operational context of the procedure as surgery was performed to retrieve the delivery system and stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.